Event description:
It was reported that during a follow up, the device could not be interrogated. The patient felt an electric shock while carrying a heavy item two weeks ago. The physician was not sure of the cause therefore, the system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed the reported no communication. During further testing, the cause of the no-communication was lost and remains undetermined. The device went into reset and communication was re-established. The device's functionality was normal. The cause for the loss of communication was not determined.